Manufacturer narrative:
Submitted: (B)(4) 2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: device evaluation: on investigation, all the keypad buttons were responsive. The keypad cover was removed for investigation and revealed contamination on the contact of the contrast keypad button; the contrast button has not effect on insulin delivery. The battery compartment was found to be cracked between the bumper pad and the top of the pump. The display was noted to be dim/faded/discolored.

Event description:
The pump was returned for investigation. Investigation revealed keypad button issues, case damage and display issue. This report is made based on results of investigation completed on (B)(4) 2015.